Manufacturer narrative:
Samples received: 22 unopened racepacks and 4 opened. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) of this batch. There are no units in our stock. We have received 22 closed samples and 4 open samples. We have checked the four open samples received and two of them are empty, without suture inside. The other two open samples are unused but one of them has the thread damaged (fraying) in a part of the thread surface. None of them has the needle detached from the thread. We have also checked the closed samples received and no defects have been found on the thread surface. Taking into account the closed samples received, that no other customer complaints have been received concerning this issue for this batch or products manufactured with the same thread raw material, we consider that this is an isolated unit. On the other hand, we have tested the needle attachment of the closed samples received and the results fulfil the requirements: a 0.127 kgf in average and 0.083 kgf in minimum (requirements: 0.051 kgf in average and 0.025 kgf in minimum) final conclusion: taking into account that one open and unused sample received has a part of the thread surface damaged, we consider that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread and there are foreign particulars on the thread. This occurred with three different sutures during surgery.